Event description:
It was reported that noise was observed on the electrogram. Possible fracture or loose connection suspected. The noise was not reproducible during testing. The physician opted to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.